Event description:
It was reported by a medical professional that the screen on his hand held device would frequently freeze. Basic troubleshooting did not solve the problem, and a replacement was requested. The handheld in question has not yet been returned to the MFR.

Event description:
The handheld and flashcard were returned to the manufacturer on (B)(6) 2012 and product analysis has been completed. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.